Event description:
It was reported that the ilet user experienced low blood glucose confirmed by fingerstick and disclosed not announcing meals when glucose is in range, after which they planned to treat with juice. Symptoms included hypoglycemia and hyperglycemia ranging from 55 mg/dl to 263 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found, a usage problem related to missed meal announcements, and involvement of the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.